Event description:
Customer reported that they were in the hospital due to a clogged artery. Customer stated that the sensor was off by nearly hundred points. It was noted that the sensor was readings 36 mg/dl when the blood glucose readings were over 500 mg/dl. Customer's blood glucose readings at the time of the call were 115 mg/dl and have treated with insulin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.